Manufacturer narrative:
The customer¿s report that the needle-free valve fell off and fluids leaked was confirmed. Visual inspection of the set showed a break on the smartsite valve where the white plastic head connects to the clear body of the smartsite. Stress marks were observed at the break. Functional testing confirmed leaking from the break on the smartsite. No other leaks were observed throughout the set. The root cause of the customer¿s report is excessive force being applied to the smartsite as indicated by the stress marks observed at the break site.

Event description:
The customer reported that the needle-free valve fell off and fluids leaked onto the floor while air was sucked in at the open site and the patient's blood backflowed to the filter. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the needle-free valve fell off and fluids leaked onto the floor while air was sucked in at the open site and the patient's blood backflowed to the filter. There was no patient harm.